Event description:
It was reported the buttons on the insulin pump are not responding. Customer's blood glucose was 74 mg/dl. Customer's mother reported the up arrow was stuck and it sometimes takes longer then usual to function. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer's friend reported the device alarmed button error the day prior. Customer's mother declined troubleshooting for batteries not being registered. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The up arrow button did not respond due to a flattened button dome switch. No low battery alarm could be verified due to the unresponsive button. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.